Event description:
It was reported that the patient presented to the hospital with inappropriate shocks. An increase in impedance, high short interval counts, and many nsvts (non-sustained ventricular tachycardia) episodes were noted. The lead was explanted and replaced. No patient complications were reported as a result of this event.